Event description:
Edwards received notification that when implanting a edwards intuity valve 8300ab of unknown size, the surgeon experienced the need to implant a pacemaker.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from belgium, following the implantation of an 8300ab23 valve, the patient underwent a permanent pacemaker implantation after thirty-one (31) days post-implant due to complete heart block. The patient had a bicuspid aortic valve and a preoperative incomplete right bundle branch block. No concomitant myectomy was performed, no excessive annular debridement was carried out prior to device implantation, and the sizing was reported to be optimal. The patient was discharged home in stable condition.

Manufacturer narrative:
The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing non-conformances were identified. Heart block, also known as atrio ventricular block, is when the electrical signal that controls the heartbeat is partially or completely blocked. Pacemaker implantation is a common treatment. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information provided, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.